Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device is not expected to be returned for manufacturer review/investigation. Synthes manufacturing location was discovered upon receipt of subject device. Device history records review was conducted. The report indicates that: DHR review for: part: ssx647 / 8435595, manufacturing location: (B)(4), manufacturing date: 10. July 2013 expiry date: 01. July 2018. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for an unknown polyethylene inlay/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device has not been reported as explanted. Complainant part is expected to be returned for manufacturer review/investigation, as device has not been explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient still has the same pain as before the implantation of a prodisc l between l5 and s1 on (B)(6) 2014. He has a pain in the lower back on the level of the surgery as well as sciatica on the back of his leg. For a couple of weeks he has additionally sciatica on the front of his leg. He could not remember his actual treatment. Onset date of the pain was on or around (B)(6) 2014. No revision is planned. This report is for an unknown polyethylene inlay. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: describe event or problem, relevant tests/lab data. (B)(4). Initial reporter: name. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 the patient underwent surgery at the level of the prodisc l (l5-s1) to put in place a posterior arthrodesis with pedicle screws and rods due to the persistence or aggravation of radicular and lumbar pain. The prodisc l wasn't removed; it was left in place. Reportedly the patient is actually still suffering from the same intensive pain.